Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the pediatric cardiology dept during use. The physician inserted the ai-07136 in the right femoral vein without issue. When injecting the contrast medium (500 psi) the balloon broke. As a result, the device was removed. A new kit was opened and inserted without issue. The physician did not change the insertion site because the sheath was not withdrawn yet. The procedure went on as planned. Ther was no pt death, complications or injury reported. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. An update received 10/02/2014 stated that the contrast medium maximum injection is 650 psi. However, the physician injected 500 psi contrast medium and found out reflux through the x-ray. It was thought that the balloon might be broken. After withdrawal, the balloon breakage was confirmed. They were unable to observe if the balloon was asymmetrical during the x-ray. Ref MDR #3010532612-2014-00022 for the second event involving the same pt.